Event description:
It was reported bd alaris extension set was blocked. The following information was provided by the initial reporter: "they are experiencing multiple incidents of patient side occlusion alarms since implementing the use of 1.2 micron filters on intralipids."

Manufacturer narrative:
H.10 device returned to manufacturer?: yes. H.10 date returned to manufacturer: 19-oct-2021. H.6. Investigation summary: one sample was returned for investigation under related record MFR report# 2016493-2022-109801. It was found that the occlusion occurred due to the buildup of infusion particulates, as well as the viscosity of the lipid solution. A device history record review could not be performed because a lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris extension set was blocked. The following information was provided by the initial reporter: "they are experiencing multiple incidents of patient side occlusion alarms since implementing the use of 1.2 micron filters on intralipids."